Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient saw an elective replacement indicator (eri) message and the ins battery low icon. Patient's programmer was acting funny so they changed the batteries and checked the ins when they saw the message. There was an allegation/dissatisfaction with ins longevity as it was noted it had only been a few years. No further complications were reported.